Event description:
The hcp reported "pump working but not getting drug or results". The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.